Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 at 10:00am, the pediatrics' parent stated the patient was feeling sick and vomiting. The parent took the patient to the emergency room. Upon arrival at 11:00am, the doctor checked the patient's blood glucose and it was 485 mg/dl while the cgm was 108 mg/dl. The doctor treated that patient with IV fluids and humalog via insulin pen. When the patient's blood glucose stabilized to 100 mg/dl, the patient went home the same day. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the d zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.